Event description:
Attorney reported: on (B) (6)2006 -- patient underwent a laparoscopic repair of a ventral incisional hernia with a bard composix e/x mesh. On (B) (6)2007-- patient presented to hospital with abdominal pain, nausea and vomiting which was attributed to a small bowel obstruction presumed secondary to adhesions. On (B) (6)2007-- patient had the mesh removed after an abscess was found between the layers of the mesh. Patient has suffered and will continue to suffer physical pain and mental anguish.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all, patient, event and device's information davol has received to date. A DHR review has been conducted. All paperwork appeared complete and accurate. No material review report was issued against this lot. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.